Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the submitted image revealed that the instrument blade was broken off.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the blade of the harmonic ace instrument was broken. The fragments fell inside the patient and were retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. The broken pieces were discarded. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that all the fragments were retrieved during same procedure and confirmed with endoscope inspection. Post-operative tests were not performed. The issue was identified during grasping surgical task but the surgeon did not notice any issues with the functionality of the instrument. The surgeon believed that the breakage was due to the instrument. In addition, the instrument did not collide with any hard materials or other instruments and the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. Investigation found the curved blade broken at the base. A piece approximately 0.542" 0.082" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.